Event description:
It is reported that the patient experienced infusion set fell off due to tape not sticking issues on (B)(6) 2026. The site of insertion was abdomen. The infusion set was used for one day.

Manufacturer narrative:
E1: name: medtronic minimed, country: united states of america, street:18000 devonshire street, city: northridge, state: california, zip code: 91325 - 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.